Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a mid left anterior descending artery. The 3.25x18mm xience skypoint stent delivery system (sds) was attempted to be advanced; however, resistance was met with anatomy and the device failed to cross. Additionally, resistance was noted with anatomy during removal of the device. A non-abbott stent was used to successfully complete procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.